Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. During impella support, an error code in the pump occurred shortly after placement. The patient was in poor condition. The pump was not replaced due to the patient¿s condition. The patient ultimately expired due to subdural hematoma. The event of death captured under the sister records for this record.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: review both the lt and rt log. Utilize the lt log to visualize the time of the failure and to see if the placement signal (ps) issue resolved. Utilize the rt log to visualize the time the first placement signal issue occurs. Include snapshots of both below. This snapshot should show relevant 5s parameters (snr, raw optical sensor signal, calculated placement signal, contrast %, lamp %, gain). Device analysis: the console ((B)(6)) was investigated in (B)(4), which occurred after (B)(4). The root cause of the failure was a defective optical bench, specifically a localized defect of its ccd, which led to the optical bench passing the 5s testing but failing during pump use. Complaint (B)(4), console sn (B)(6), pump sn (B)(6). Root cause: the root cause of the failure was a defective optical bench, specifically a localized defect of its ccd. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.